Event description:
It was reported that the patient had symptoms of dizziness while driving. Interrogation of the device showed oversensing on both atrial and ventricular channels at the same time. It was determined that lead to lead interference on both right ventricular (rv) leads was causing pacing inhibition. The rv defibrillation lead and atrial lead were partially removed and the rv sensing lead was capped. The leads were replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.